Event description:
It was reported the lead was removed due to vegetation's on the tricuspid valve indicative of infection. Additional information was requested but not received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.